Event description:
Customer reports to have received a button error alarm, even after changing batteries. Customer also reports to have high blood glucose of 472 mg/dl, which were treated with manual injection. Customer was advised that insulin pump would need to be replaced. Customer was out of the country and would call back in order to have insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.